Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer receiving baclofen at an unknown concentration and dosage via intrathecal drug delivery pump for intractable spasticity. It was reported that her alarm had went off once before and she had withdrawal problems. The patient noted she was itching really bad and she went to the ER and they refilled it about 6-7 years ago. It happened after an MRI and verified it was resolved by the healthcare provider (hcp) as it was refilled.